Manufacturer narrative:
Corrected field: h6 (medical device ¿ problem code, health effect ¿ impact codes, component codes). Updated field: b4, g3, g6, h2, h11. The failure analysis and testing dept. Received part number 0119-00-0236, compressor, scroll 17 05347 18 dtech with a reported unit failure of power up error #14. The failure analysis and testing dept. Performed a visual inspection and found wires were cut. Due to the wires being cut, the fat dept. Cannot investigate this complaint any further. Probable cause of the error code #14 is a defective compressor. The most probable root cause of the scroll compressor is debris, excessive stress, or fatigue. The mufflers were not returned. The most probable root cause is component reliability. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified numerous power-up test fails # 14 within the logs. The fse replaced the scroll compressor (0119-00-0236), 1/8 npt muffler (0103-00-0631), and the 100 micron muffler (0103-00-0499). The fse performed full calibration, safety checks, and functionality checks per the service manual. The iabp was released to the customer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had power up error 14. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse verified numerous power-up test fails # 14 within the logs. The fse replaced the scroll compressor (0119-00-0236), 1/8 npt muffler (0103-00-0631), and the <100 micron muffler (0103-00-0499). The fse performed full calibration, safety checks, and functionality checks per the service manual. The iabp was released to the customer.

Event description:
N/a